Event description:
It was reported that the customer was hospitalized for three days for having high blood glucose levels (599 mg/dl), and diabetic ketoacidosis. It is reported that prior to being hospitalized, customer was having issues with the adhesive of her infusion sets. Customer was treated with intravenous insulin while in the hospital.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.